Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2014 attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted during the functional test. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a gastrectomy procedure, the device was blocked in the closed position, impossible to open it. The device was not used on the patient. Reference of a green cartridge. Another like device was used to complete the procedure. There were no adverse consequences for the patient.